Event description:
Event description guidant received information that this implantable lead displayed noise on the ventricular rate/sense channel which was oversensed causing pacing inhibition. The lead measurements were normal. The noise was recreated with isometrics.